Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with 13 v-sic occur since (B)(4) 2013 and 1 ventricular fibrillation (vf) and episode of less than 220ms v-v cycle is recorded on (B)(4) 2013.

Event description:
It was reported that the patient presented to the emergency room due to receiving inappropriate shocks from the right ventricular (rv) lead. The rv lead had t-wave oversensing. The patient underwent defibrillation threshold testing with the device programmed to a different sensing configuration. The testing went well with no oversensing and the lead was left in the configuration. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 407652 implantable pacing lead 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.